Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced projectile vomiting of slimy material and epigastrium pain. Technical support forwarded the complaint to the medical staff. The customer had a conversation with the medical staff through email and stated that an abdominal x-ray was performed and observed two rods. On the recent kidney, ureter and bladder ultrasound, the radiologist stated that the capsule appeared to be separated and some of it was lodged in the gastroesophageal junction while other bits of it were in the colon. The patient was feeling better.